Event description:
The customer had a standalone pc that did not get the 2018 adt reboot software upgrade and the device started to reboot when admitting/discharging or transferring. There was no patient incident.